Manufacturer narrative:
Corrected information: d5 is updated to health professional, h6 component code updated to g0201402.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported broken display, which was confirmed during evaluation as a black display. The cause was determined to be a failing liquid crystal display screen. The liquid crystal display screen was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken display. There was no patient involvement. No additional information is available.